Manufacturer narrative:
Additional information: d9, h3, h6 g2: the country of the event is japan g4. PMA / 510(k) #: class I exempt h3. Device evaluation summary: product analysis: #(B)(4): as per s <(>&<)>r inspection results, during the inspection at the time of acceptance, the requested issue was reproduced and it was observed that the joint was worn out. In addition, the handle screw was stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and repairs required the cable to be cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the bearing part was broken. There was no patient involvement reported. There were no further complications reported regarding the event.